Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed. Approx 2-3 mos post procedure the pt was reassessed for symptoms of vaginal discharge and vaginal erosion. The sling was removed without incident. The directions for use state: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."